Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a ¿pocket¿ had formed at the catheter insertion site into the spine and there was swelling on the spine. It was indicated that the spinal section of the catheter was revised on the day of report. The therapy was working to begin with and it was stated that the patient was still getting relief. The device system was used to deliver lioresal. Seventeen days later, it was reported that the patient had swelling at the catheter insertion site. During the revision, part of the catheter was replaced and spliced with two catheter segments. It was indicated that the patient was doing well and was receiving effective therapy.